Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) was beeping six years after implant. The patient mentioned that the device battery did not last as they were told. In addition the device never delivered shock therapy. No further information was obtained. The ICD was explanted. No additional adverse patient effects were reported.